Event description:
It was reported patient underwent a bilateral partial knee arthroplasty on (B)(6), 2013. A right knee revision procedure was performed on (B)(6), 2014 due to unknown reasons. All components were removed and a total knee system was implanted. There has been no reported left knee revision procedure to date.

Manufacturer narrative:
This follow-up report is being filed to relay corrected and additional information that was unknown at the time of the initial medwatch.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.